Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed info. It was reported that the facility found a kink at the distal end of the insertion tube of the subject device after the insertion tube was withdrawn from the pt. The subject device was not returned to omsc for eval at present. There were no other abnormalities related to the phenomenon in its product record. The phenomenon was likely caused by the kink of the insertion tube and the improper handling such as excessive force with the tube against the polyp. The hx-400u-30 instruction manual already warns "when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. "Do not apply unnecessary force to the loop when ligating tissue during the procedure." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during a colonoscopy polypectomy procedure, the user successfully placed the loop over a polyp and tightened it using the subject device. The facility reportedly cut the handle of the subject device and withdrew the coil sheath of the device while the loop and insertion tube of the device remained in the pt. Then, the facility reportedly could release the loop after the facility advanced the scope toward the polyp along with the insertion tube. It was reported that the facility completed the procedure because the polyp was successfully ligated with loop. There was no pt injury report.

Manufacturer narrative:
This supplement report is being submitted to provide the device evaluation report. The subject device was returned to omsc for investigation. The investigation confirmed that the coil was cut and the distal end of the tube and coil sheath were deformed. The proximal portion of the coil sheath was kinked. The distal end of the operation wire was also deformed. There was no abnormality of the hook. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Omsc assume that this event occurred since the loop was attempted to deploy while the coil sheath was not sticking out of the tube sheath and the hook got caught with the loop. The device instruction manual warns users that "when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.